Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a faulty cable. The device evaluation also found the rubber on the rear cover was damaged. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): "if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." Reference page 10 as per IFU. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported during reprocessing the subject device had no image. No patient harm was reported by the customer.